Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, battery diagnostic showed elective replacement indicator and premature battery depletion was observed. There was a drop detected on the monthly curve in (B)(6) 2017 which could not be correlated to the device function however since(B)(6) 2017 a stable battery curve was observed. It was recommended to the physician to consider monitoring the patient with the available battery alert diagnostics or to consider device replacement. No further information available.